Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: the surgeon used white staple endo gia to resect blood vessels and it was normal. Then when the surgeon resected pulmonary lobe bronchia, it was successfully fired and there was no abnormality. After it was fired and when the surgeon pulled back the return button, he failed. Then he used hook to pull it back forcibly, he found that part of the staple was not formed in the tissue. After the staple formed, it was hanging on the pushing side of reload. Then the surgeon temporarily transferred it to open surgery. The surgeon sutured the issue by hand. The patient is in good condition now. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4).